Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, episodes of oversensing resulting in pacing inhibition and syncope were observed on the device. Abbott technical support was contacted and recommended further investigation via provocative testing. The patient was later seen in-clinic, and the device was reprogrammed. The patient was stable and will continue to be monitored.